Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that "the physician remarked the bad pacing & sensing thresholds and decided to change the leads."~~~~~